Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and reported that the patient was in the hospital in (B)(6) 2016. No further details were provided. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. Therefore troubleshooting could not be completed. This complaint is being reported because a device issue or device use-error could not be ruled out as a cause or contributing factor to the reported hospitalization.